Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The patient had a distal sfa lesion that was to be treated. The physician performed pta on the lesion, which resulted in residual stenosis. A viabahn stent was placed. After the stent was deployed, the physician was going to post dilate the stent. At this time, the physician observed that the spiderfx wire punctured the uninflated balloon and attempted to remove the balloon. During this, the physician noticed that the wire had separated from the basket. The physician removed the balloon and wire through the sheath, with the basket remaining in the patient. The physician performed a cut down on the sfa to remove the filter basket. The removal of the spiderfx filter added additional time to the procedure. Evaluation of the returned device found the distal end of the capture wire was curled and showed the filter assembly was missing.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.